Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen, defaulting to a 90-day report screen upon unlock, with the top portion of the display not registering touch, preventing navigation and use; blood glucose was reported in range and a replacement device was arranged. Symptoms included an inability to operate the device due to a nonresponsive display. Outcomes included interruption of therapy on the affected device and transition to backup therapy until replacement. Investigation included remote troubleshooting and verification of the issue, confirmation of device details, and coordination for data sync and device return and inspection of the returned device . Investigation of this device revealed a device display or touchscreen malfunction affecting usability, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction due to the damage to the display, the screen is not responsive.